Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer accidentally dropped the pump cracking the touchscreen and the pump became inoperable. The customer's blood glucose was 182 mg/dl. Customer reverted to insulin injections for alternate insulin therapy.